Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation. Due to character restrictions in block e1 telephone number : (B)(6)

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit has internal charger issue.

Event description:
It was reported that during a routine check, the cardiosave intra-aortic balloon pump (iabp) unit has internal charger issue. There was no patient involvment.

Event description:
N/a

Manufacturer narrative:
**UDI related data quality updates only** providing updated device identification information in alignment with gudid.

Manufacturer narrative:
Additional information: e1(event site state: la, event site postal code: m23 9lt). It was reported that cardiosave intra-aortic balloon pump (iabp) battery will not charge. A getinge field service engineer evaluated batteries not charging and no current coming out of the power management board, so replaced board .batteries now charging ok. Unit returned to customer.

Event description:
N/a.